Event description:
The pt received the scs system on (B)(6) 2010. It was reported that about (B)(6) ago, the pt experienced loss of stimulation in the desired areas. The stimulation mostly covered the abdominal area. Several reprogramming attempts were unable to resolve the issue and stimulation was not regained. An x-ray indicated that the lead had migrated to the left. The physician replaced the lead with a new lead. The explanted lead was cut during the revision and sent to pathology. No product will be returned to sjm. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.